Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the battery leaked from her onetouch ultrasmart meter. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the issue began on (B)(6) 2010 sometime between 11:30pm " 1am. The patient manages her diabetes with insulin (self adjuster) and oral medication; however, as a result of the reported, the patient claimed she did not take either medication. Subsequent to the alleged issue (on (B)(6), sometime between 11:30pm-1am) the patient claimed she developed symptoms of frequent urination, extreme thirst, felt irritable sensitive to temperature, and high results. Per csr documentation, on (B)(6) 2010, the patient went to the doctor's office due to a bladder infection and diabetes related symptoms and was treated with antibiotic. The patient denied testing with another device. At the time of troubleshooting, the csr noted that the patient did not have the reported products available at the time of the call. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a symptom suggestive of severe hyperglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.